Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was admitted for unstable angina. A cardiac positron emission tomography-computed tomography (pet-CT) showed moderate-to-severe ischemia in the distal lad territory and a coronary flow reserve below 1.0, related to coronary steal. Coronary angiogram revealed a subtotal ostium stenosis of the saphenous veins¿ grafts to the intermediate artery treated by percutaneous coronary intervention with drug eluting stent implantation and an unligated left internal mammary artery (lima) side branch subsequently, using left transradial access, transcatheter occlusion of the lima side branch was performed with one medtronic microvascular plug (18mm) and 2 non-medtronic hydrocoils deployed through a 21g non-medtronic microcatheter. The two hydrocoils were added since there was persistent flow post microvascular plug deployment, probably in relation with the double antiplatelet therapy and the 5000 ui of heparin injected after radial puncture. At 3 month follow-up, the patient was free of angina and the cardiac pet-CT showed complete coronary flow reserve normalization and significant improvement of the lad ischemia. The coronary angiogram at 6 months, showed a very good result with a complete occlusion of the lima side branch.